Event description:
It was reported that the endowrist prograsp instrument tips are not aligned. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed grips are aligned and that the teeth mesh properly and the grips are not bent. Engineering also observed the distal end of the main tube has various scratch marks on one side with a material removed from the tube. The location and appearance of the scratches suggests the damage may be due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.